Event description:
Customer reported when the alarm sounds the volume is very low. The batteries were replaced with a new supply. There was no observed physical damage to the outside of the unit. There was no pt contact reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product shows the alarm powers on, but does not sound the alarm when it should. The failsafe and tone selector features do not work. The unit does not pass functional tests. The aqualert indicator confirms moisture. External power supply shows the low battery indicator does not sound when it should. Note: posey instructions for use proper handling. If the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid (moisture), it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).